Manufacturer narrative:
The calibration signals were within normal ranges; however, the last calibration was more than 4 weeks prior to sample measurement. The qc was within assigned ranges on the day of sample measurement. A general reagent problem can be excluded because the provided qc and calibration data were within specifications. Other sample results were also reproducible on the same day of the sample measurement. The alarm trace showed 18 "abnormal sample probe movement" alarms in the last six months. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for one patient tested on a cobas 6000 e 601 module. The patient's estradiol results were not reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same e 601 module. Also, the sample was sent to a different laboratory and the sample was tested on an unknown laboratory methodology. On (B)(6) 2021 and at 10:48, the patient's initial estradiol result was 36.45 pg/ml. At 15:28, the patient's repeat estradiol result was 13.76 pg/ml. At 15:52, the patient's repeat estradiol result was 30.71 pg/ml. At 16:19, the patient's repeat estradiol result was 19.37 pg/ml. On (B)(6) 2021 and at 15:10, the patient's repeat estradiol result was 21.25 pg/ml. On an unknown date and time, the patient's repeat estradiol at a different laboratory was 22.9 pg/ml. The estradiol reagent lot number was 539071 with an expiration date of 30-apr-2022.

Manufacturer narrative:
The customer performed a patient comparison study with other samples and received acceptable results. The field service engineer performed system adjustments and performance testing. The investigation is ongoing.